Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that keypad buttons were intermittently responsive and loose on the pump. He stated that the keypad buttons required multiple button presses in order to get a response and that the buttons were not making a good connection. There was reportedly no peeling or damage to the keypad but that the keypad was worn. The patient reportedly wore the pump on the outside of his clothing and did not clean the pump.

Manufacturer narrative:
Follow-up #1 date of submission 04/11/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2012 with the following findings: the keypad was found to be torn around the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all of keypad buttons were responding to button presses. The keypad buttons were found to spring back and click back normally and there were no issues found with the key contacts. There was evidence of keypad contamination found under all key contacts. The reported intermittent responses with the keypad buttons was not duplicated during investigation.